Event description:
Patient reported that a comparison between their surestep meter and a hcp meter done approx. 1/2 hour apart was 132 mg/dl (ss) and 183 mg/dl (hcp), respectively (28% difference). No symptoms were reported. On follow-up, patient stated control solution test result (not provided) was in range. Reviewed importance of using control solution and cleaning meter. There ws no allegation of harm.